Event description:
During a routine repair in another room, the customer asked the fse if customer had moved the d96. The stand had angulated -40 degrees and scanned all the way to the foot end. An error on the desk showed 25101. The stand was switched off and restarted again. All movements were zeroed and a few seconds later the stand again angulated and scanned without any buttons being pressed. However no error code appeared. The tso keypad was monitored using a laptop computer. While monitoring the table started tilting -90 degrees again without a button being pressed. The tabletop also moved laterally to the back of the stand. Monitoring showed the buttons for those movements being pressed eventhough they were not.